Event description:
Per the audiologist, the patient experienced swelling at the site of the fixture and was administered a steroid injection in 2009. The injection improved the swelling and the patient is reportedly doing well.